Event description:
It was reported that while using bd facs¿ sample prep assistant biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wash station is flooding. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is limited to part: 650686 spaiii and serial number: (B)(6). ¿ problem statement: customer reported: wash station is flooding. ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 01jul2020 to date 01jul2021 (rolling 12 months). ¿ complaint trend: there are 9 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 01jul2020 to date 01jul2021 (rolling 12 months). ¿ investigation result / analysis: per fse report: found fitting to wash station was broken. Likely happened when connector line was replaced. Replaced fitting. Ran sample and lyse dispense checks- passed. Did not see any leakage or flooding from wash station. Fluid that leaked was waste in customer accessible location but customer was not exposed to the fluid. The system was cleaned with bleach. ¿ service max review: review of related work order# (B)(4). Install date: (B)(6) 2009. Defective part number: 338154 spaii wash station barbed fitting. Work order notes: o subject / reported: wash station flooding. O problem description: fluid leak outside the wash station. O cause: broken fitting. O work performed: replaced fitting. O solution: replaced fitting. ¿ returned sample evaluation: did not request return of broken fitting. ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn650686 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID: (B)(4)_. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide__. Risk control:_alarp_____. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation result and the fse¿s comments the root cause was broken fitting. ¿ conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station flooding/leaking.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ sample prep assistant biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wash station is flooding. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.